Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder signal. The displacement test could not be performed due to the motor error alarms.

Event description:
Customer reported that the insulin pump had a motor error. Customer stated that he had been able to rewind and prime the insulin pump but was not able to do anything else with it. Customer stated that the motor error occurred during a bolus. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and advised to disconnect from the insulin pump. He stated he was no longer able to complete the rewind process. The blood glucose reading was 198 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.